Manufacturer narrative:
Device was initially received for the complaint that pump failed remediation. During investigation found the downstream occlusion (dso) seal and upstream occlusion (uso) seal needed replacement for separating from the chassis. This malfunction makes the event reportable. Review of event log/alarm history found that there were no error codes in log. There was no 12-month service history reported. The visual and functional testing were performed. During investigation found the dso seal and uso seal for separating from the chassis and were replaced. Performed dso/uso sensor calibration. The device passed all testing after repair.

Event description:
It was reported that pump failed remediation; error code 46223. The event occurred during testing. During investigation found the downstream occlusion (dso) seal and upstream occlusion (uso) seal needed replacement for separating from the chassis. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.